Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient is experienced leaking at the connection to extraneal bag. During the last bag fill, the bag leaked onto the floor as the patient was filling. The pdrn stated that they watched the patient apply the adapter and the patient is applying the adapter correctly. The pdrn stated that the pressure seems to cause the adapter to unscrew or loosen. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient did not complete their treatments and did not perform manuals. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.